Event description:
Please see user facility medwatch report form #(B)(4), attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: contacted the account to see if the device is available to be returned for analysis? Is a replacement required? The surgeon name? What firing did the issue occur? What does "misfired" mean? When clip did not compress onto vessel, was it unformed when fired or partially closed on vessel when fired?